Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been seen by an emt staff member due to losing consciousness. The patient's blood glucose levels reached below 70 mg/dl while wearing the pod longer than 48 hours. The patient was given orange juice. The patient was observed and brought back to there room. The pod was worn when seeking medical attention.